Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly tortuous, de novo 85% stenosed, mid right coronary artery (rca) the 3.0 x 23 mm xience pro was deployed and a distal edge dissection was noted. A second 3.0 x 15 mm xience pro stent was used for treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There was no reported device malfunction and the delivery system was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The xience pro is currently not commercially available in the u.s.